Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of "high"; specific value not provided. Cause of bg unknown. Customer administered a manual injection to address bg. Customer alleged the control iq software did not function as intended, however, this could not be confirmed as customer was unable to upload pump logs for review, therefore the allegation could not be confirmed. Reportedly, the customer will continue to use the pump and has back up manual injections for continued insulin therapy.